Manufacturer narrative:
An event of pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, a amplatzer occluder (model unknown) was implanted. Following implant, the patient experienced a chronic pericardial effusion. The effusion was reported to have resolved without medication administered or intervention performed. The patient is noted to be stable.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, a amplatzer occluder (model unknown) was implanted. Following implant, the patient experienced a chronic pericardial effusion. The physician suspects the device may have been oversized.